Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty screen transducer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed an "offset self-check failure-1174" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.